Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up with backup vvi. A device image was received for further investigation. A device download was performed successfully. Backup vvi status was received.